Manufacturer narrative:
On 23-oct-2024, additional information was received indicating there were no abnormalities noticed with the products prior to using the device and no abnormalities during use of the device in the patient. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31378324l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and the patient experienced cardiac arrest / heart block that required temporary pacemaker insertion. Direct cardioversion (dc) was performed and the tachyarrhythmia stopped. However, sinus rhythm did not appear. After pacing, sinus rhythm returned. When catheters were removed, cardiac arrest occurred again. During the procedure, even after atrial tachycardia (at) termination, there were times when sinus did not appear. A temporary pacemaker was placed and the patient left the room. The physician's opinion on the relationship between the event and the product is that the underlying heart block may have been present before the procedure.